Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify what does it mean ¿ cvs¿ procedure? Cardiovascular surgery. Could you please specify a lot number for suture w8845 which involved in this event? Lot number is not available.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify more information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what does it mean ¿ cvs¿ procedure? Could you please specify a lot number for suture w8845 which involved in this event? Additional information was requested, and the following was obtained: does the needle detach from the suture during surgery? Yes. Does the suture break and also does the needle break in pieces during surgery? No. What is the name of the procedure? Cvs. What is the event day? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown cvs procedure in 2020 and the suture was used. During surgery, the needle detached from the suture easily. There were no patient consequences reported. Additional information was requested.